Manufacturer narrative:
After receiving feedback,have contacted the user to return the product for confirmation,but we have not yet received the blood pressure monitor. Customer feedback"the arm was squeezed by blood pressure monitor cuff, causing bruising,the user is already 82 years old.",we consider that the reported event could cause or contribute to medical intervention or serious injury if it were to occur. If more evidence is obtained in the future, the investigation will be followed up. Additional content: after receiving the device, the manufacturer conducts relevant performance tests for returned devices, the device (sn: (B)(6) meets the shipping inspection requirements.please refer to the attached file for specific testing information. The customer replied on (B)(6),"problem is gone, no doctor visit."

Event description:
An 82 year old female patient developed a bruise on her left arm after using the bpm1at. Her systolic blood pressure around 170 has been recorded to be as high as 188/91.given the patient's age,have the potential risk of 'serious injury',which requires further assessment.

Manufacturer narrative:
After receiving feedback, have contacted the user to return the product for confirmation, but we have not yet received the blood pressure monitor. Customer feedback"the arm was squeezed by blood pressure monitor cuff, causing bruising, the user is already 82 years old.", we consider that the reported event could cause or contribute to medical intervention or serious injury if it were to occur. If more evidence is obtained in the future, the investigation will be followed up.

Event description:
I'm using the new device with the new cuff but two days ago I started to develop some problems in my left arm probably due to the cuff or the device that is sending too much pressure for sensitive persons or maybe due to age, but with my past devices that I used they never caused me any problems.